Event description:
It was reported that the customer experienced low blood glucose of 31mg/dl and the paramedics were called. It was mentioned that the customer over delivered insulin. Troubleshooting was performed. The time, date, basal rates, and bolus wizard were correct. The bolus history shows a low battery and no delivery alarms. The drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. It was state that the device is cracked on both sides of the reservoir port. Advised the mother to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.